Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was displaying a channel error during a cefepime and "lr" infusion between 5 and 6 am on 5/12/23. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump module was displaying a channel error during a cefepime and "lr" infusion between 5 and 6 am on (B)(6) 2023. There was patient involvement but no harm. After the customer's investigation, it was found that the issue was unable to be duplicated.